Event description:
Device malfunction: none. Symptoms/ae: death due to sepsis. Time of symptoms/ae: 1 day post-procedure. It was reported that a physician, trained in starclose use, achieved arteriotomy closure after successful percutaneous transluminal angioplasty of bilateral external iliac arteries, using a kissing stent technique on the iliac bifurcation. The external iliac arteries were dilated with an 8 mm balloon without complication. The patient was anticoagulated with heparin. The iliac artery had heavy calcification and plaque. The operator did not re-glove or re-prep the puncture site prior to the closure procedure. The patient left the table at 14.55 hours in 2007, and went to the care department where he developed fever, became hypotensive, and had chest pain. At 19.04 hours, the patient had a CT scan of the abdomen, for suspected bleeding, but none was found. That evening he was transformed to another hospital due to suspected acute coronary syndrome and low hemoglobin. The patient died the following day, at 01.40 hours due to sepsis of unk etiology. The physician stated there was no device malfunction or adverse event related to the starclose device. The used device will not be returned; however, two stock devices of the same lot will.

Manufacturer narrative:
Clip remains in the patient. A review of the device history record did not produce any findings relevant to this report. Two sterile devices from the same lot, from the user facility, are expected to be returned for evaluation.